Manufacturer narrative:
The console was field service at the user's facility. The field service engineer confirmed the reported event of the console displaying a red screen and even when the power is turned on, the console shuts off immediately. Then, setup work was performed for the replacement unit. The console was installed on 2/12/2013 and this event occurred over 13 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review of the versapulse powersuite hazard analysis was completed and confirmed that the event of surgical procedure delayed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, even though the allegation was confirmed, the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during a procedure, while the patient was under general anesthesia, the console would displayed red screen and even when the power is turned on, the console shuts off immediately. Also, the console would not turn on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.